Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. As the reported issue was resolved during the technical assistance call and the user was not aware of the proper process to follow it is assumed that the issue was caused by the user not following the proper instructions for cleaning the coupler and pins resulting in a poor connection would would lead to the b30 scope communication error that was observed. As the device was not returned to olympus and a serial number for the affected unit was not provided, a device history record review could not be performed. The instructions for use states: 6.3 connection of an endoscope make sure that the video connector and its electrical contacts are completely dry before connecting the plug to the video system center. If they are wet, wipe them according to the instruction manual for the endoscope. Wet equipment could cause the image to flicker or disappear. Do not touch any of the electrical contacts inside the videoscope cable connector socket of the video system center. Otherwise, the video system center may malfunction.

Manufacturer narrative:
Occupation: healthcare professional, surgical technician. The complaint device was not returned to olympus. The customer contacted tac and stated the reported issue of error code b30 during preparation for us issue has been resolved. The customer stated upon rebooting of the device, the message went away and the procedure was completed without issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During the middle of a diagnostic colonoscopy procedure, the evis exera iii video system processor had a "scope communication message, b30 error code." The customer shut the unit down and turned it back on and the message went away. After they experienced the same problem a second time, they cleaned the video contacts and this cleared the error. There was a fifteen minute delay, however, the procedure was completed with the same device and a different endoscope. No patient injury or harm was reported. Additionally, the processor was inspected prior to use and no abnormalities were noted. The customer did not know to inspect for any foreign objects such as detergent remnants, hard water residue, finger grease, dust or lint on the electrical contacts.